Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test. No blank display during testing. No damage found on the c13/lcd isolation tape and no off no power without low battery alarm noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is was chipped and cracked and missing a piece of plastic between the reservoir and the battery compartment. The customer's blood glucose reading was unknown 246 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.